Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An exterior visual inspection was performed and passed. Voltage measurement was performed and failed. Pairing test with (B)(4) bluetooth device cannot be performed due to tx unit has 0v. Transmitter final functional tester cannot be performed due to tx unit has 0v. A review of the bin file was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.